Event description:
The customer reported that the system locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib coin battery was evaluated and replaced. Additionally, the pcbs were reseated and voltages were checked. The system was tested and found to be working as intended and returned to service.